Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after experiencing diaphragmatic simulation. The implantable cardioverter defibrillator was found in backup vvi mode. The firmware download was performed successfully to restore the device. The patient was stable post procedure.